Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted. (B)(6).

Event description:
It was reported by customer that the cardiosave hybrid type b plug had helium leak. No patient involved. No harm reported.